Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is loud, noisy. Additional malfunctions are the pilot valve alarms and the power switch has a low alarm.